Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 partially formed clips was fed due to an anti-backup failure and formed 9 conforming clips; in addition, the lockout mechanism was found to be non-functional. The device open and closed as intended during analysis. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout and anti-backup failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an unexpected noise was heard from the jaws at feeding the third clip and then, the jaws did not open. The device functioned as intended until then. After that, the device could be fired when a scrub nurse fired the device without clamping tissue out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.